Event description:
Reportedly, the pdf of the rms alert was sent on november 18th, but received on november 27th.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The reported event is confirmed : on 27th november 2024, the rms (remote monitoring system) website received ICD data/report initiated on (B)(6) 2024. Review of rms log files revealed : - on (B)(6) 2024, at the date of the device implantation, the home monitor was switched on, most probably at hospital, and a communication/tip was initiated. - the ICD data were correctly collected by the hm. - then the hm tried to send data to rms server. This first try was unsuccessful (most probably due to poor 3/4g signal). The hm used to re-try several times. But on this case, the hm was switched off, so re-tries cannot be performed on (B)(6) 2025. - the hm stayed off until 27 november 2024. - on 27th november 2024, the hm was switched on again, most probably at the patient¿s home. Then the hm retried to send the data dated 18 november 2024: the data was received successfully. Based on available data, no issue is suspected on the subject ICD.